Manufacturer narrative:
Patient code (B)(4) no longer applies. Conclusion code no longer applies.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturing representative. It was reported that the hcp initially reported the event to the manufacturing representative. The date which the patient first started experiencing the fractured catheter was unknown. The patient experienced diminished pain relief. It was believed that a catheter dye study was performed. The cause of the fractured catheter was unknown. The patient¿s weight at the time of the event was unknown. The patient¿s body mass index (bmi) was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 8711, lot # j0058173r, implanted: (B)(6) 2001, product type catheter; product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2013, product type catheter.

Event description:
Information was received from a manufacturing representative regarding a patient receiving intrathecal therapy via an implantable pump for spinal pain. The drug, dose, and concentration were unknown. It was reported that notes showed the catheter was fractured, and a revision was going to be performed. It was unknown if the catheter event had been confirmed. It was unknown if there were any symptoms. The event date was unknown. There were no further complications reported.